Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral rupture post procedure. The patient got implants placed in 1995 as part of study in order to continue to have silicone implants. Left sided pain and distortion was noted and mammography was performed. The mammography revealed left sided extracapsular rupture with free silicone and right sided intracapsular rupture. As a result, a replacement surgery is planned for (B)(6) 2020. See 1645337-2020-00129 for contralateral prosthesis report.

Manufacturer narrative:
He impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according with the information reported, the patient experienced a rupture of the breast implant. A manufacturing record evaluation was performed for the finished device 59900 number, and no non-concordances were identified. During visual evaluation, the device was observed to be ruptured. Additionally, it was received incomplete and siltex cracking was observed at the edge of the rupture. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/21/2020 mentor became aware that it erroneously submitted the wrong g4 value (4. Date received by manufacturer)with the supplemental report submitted on that same date. The correct date should be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The identity of the impacted product was provided. The impacted product was a 275cc mentor memorygel breast implant. Section d has been updated with all newly available information. A manufacturing record evaluation was performed for the finished device number 59900, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).